Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a stent placement procedure, within the esophagus of a patient with esophageal cancer, on (B)(6), 2011. According to the complainant, the patient presented with a distal esophageal stricture as a result of a malignant tumor. The anatomy was not tortuous, nor dilated prior to the procedure. During the procedure, the suture became caught within the stent, and the stent was unable to be deployed. The stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Investigation results revealed that the stent was partially deployed; therefore this event is now considered reportable.

Manufacturer narrative:
A visual examination of the returned device revealed that stent was partially deployed by 5mm. A functional analysis was performed, and the deployment suture thread released freely with no restrictions. The investigation concluded that there were no issues with the stent device which could have contributed to the reported complaint. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.